Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted during an endovascular procedure for the treatment of a 200mm thoracic aortic type b dissection that extends into bilateral common iliac & an imh . It was reported during the index procedure, after deployment of the stent graft the device could not be retrieved out of the thoracic arch. The physician made several attempts to remove and then pulled back the guidewire to allow the device to come through the lesser curve of the arch and the delivery system was successfully retrieved. Upon advancement of the wire back into the thoracic arch, the wire curled and physician stopped and took an angiogram where it was discovered the patient had an ascending dissection that extended into the left common carotid artery . The physician completed the endovascular repair and then completed an ascending aortic repair under the circulatory arrest technique.  No cause of the event was provided.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it is believed that due to removal difficulties, the manipulation of the device and wire when trying to remove the device from the aorta contributed to the ascending dissection. Film evaluation summary: the reported post-implant dissection could not be assessed on the films received; therefore, the cause of the event could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that the patient anatomy (angulated aortic arch and narrow true lumen) may have been a factor in the difficulty to remove the device and occurrence of the dissection but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated post completion of investigation film evaluation summary: contrast and non-contrast CT's from ~5 days prior to the index procedure were received. Conclusion the reported post-implant dissection could not be assessed on the films received; therefore, the cause of the event could not be fully determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that the patient anatomy (angulated aortic arch and narrow true lumen) may have been a factor in the difficulty to remove the device and occurrence of the ascending dissection but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.